Event description:
A kyphoplasty procedure performed. Hosp released pt next morning. Developed respiratory infections, wouldn't clear. Intubated one week in hosp with life threatening. Diagnosed with asthma, given high doses of inhalers and nebulizer machine. In and out of emergency for respiratory 2001 to 2002. 2003 in hosp with life threatening respiratory 3 weeks in hosp and 2004. Almost had cardiac arrest. Developed scarring in left lung after cement procedure.